Event description:
Tampon shredded inside upon removal - vaginal [foreign body in reproductive tract] tampon shredded, string pulled from tampon [device breakage] tampon shredded inside upon removal [complication of device removal] case description: consumer reported via email that the cotton shredded inside of her. No serious injury was reported.